Manufacturer narrative:
The nail was removed and the patient was implanted with a solid nail, without incident. No negative outcomes were reported. A DHR review revealed that there were no deviations from the manufacturing process, and that the device was released within specifications.

Event description:
A distributor reported that a patient's precice nail was removed after almost one (1) year of implantation; the device appeared to have allegedly experienced a loss of distraction of approximately 2cm.